Event description:
The manufacturer received information alleging a o2 valve is failing to work with tanks. The ventilator was evaluated by a field service tech and the complaint was confirmed. The device's o2 valve needs replaced to address the issue.